Event description:
On september 1,2006 vapotherm received notice of a potential wrongful death claim arising from death of a pt. In the notice: "in 2004, [pt] was placed on a vapotherm 2000i respiratory gas humidification device--subsequently, [pt] developed an infection, identified as ralstonia, became septic and died." Next day at 1600, dr. Ordered pt on a nasal cannula (not vapotherm). At 1610, same day, dr. Ordered a vapotherm for pt, at 1612 (2 minutes lapsed) pt was intubated with a 3.5 endotracheal tube. Vapotherm is not operated with an endotracheal tube. There is no confirmed record that pt was placed on a vapotherm during the 2 minutes following the order for vapotherm and the decision to intubate. 3 days later, pt was placed on vapotherm for 6 hrs & 20 min after which he was returned to mechanical ventilation. Pt did not culture positive for ralstonia until 5 days later. The ralstonia was in the endotracheal tube & sputum 16 days after potential exposure to vapotherm. Cultures before and after vapotherm (until 16 days post) were negative.

Manufacturer narrative:
In 2004, the pt was not placed on vapotherm. After more than three days of mechanical ventilation, the pt did receive 6 hrs and 20 min of vapotherm 3 days later. The pt was unable to maintain adequate respiratory function off the ventilator and was re-intubated. Sputum and blood cultures on the following day were negative. After 16 days, while on mechanical ventilation via endotracheal tube (no vapotherm) the pt had positive culture for ralstonia. Vapotherm does not believe the ralstonia culture during mechanical ventilation is associated with the vapotherm exposure occurring over two weeks previous to the positive culture. There is no cause and effect between vapotherm and the withdrawing of life support for the deceased. In light of the vapotherm recall and the ralstonia culture during the use of concomitant respiratory devices this is being reported to FDA out of an abundance of caution.